Manufacturer narrative:
Additional information received from the user facility stated that intermittent flush had been maintained and not continuous flush. However, several coils had been successfully deployed prior to the reported event.

Event description:
During an embolization procedure in the internal illiac artery, the subject device prematurely detached as the physician was introducing the device into the microcatheter. The coil and microcatheter were removed from the patient as one unit. A second device also prematurely detached as the physician was introducing the device into the microcatheter. Again the coil and catheter were removed as one unit. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that blood was present in the introducer sheath and the introducer sheath was damaged. The main coil was found to be stretched most probably due to the lack of continuous flush in the procedure. The coil had detached correctly from the pusher wire. There was no indication from the returned device that the coil had prematurely detached from the pusher wire as reported. No other anomalies were noted. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
During an embolization procedure in the internal illiac artery, the subject device prematurely detached as the physician was introducing the device into the microcatheter. The coil and microcatheter were removed from the patient as one unit. A second device also prematurely detached as the physician was introducing the device into the microcatheter. Again the coil and catheter were removed as one unit. There was no reported clinical consequence to the patient.